Manufacturer narrative:
Initial and final MDR 2577611- device 1 of 2 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced adhesive failure, bleeding and hyperglycemia on(B)(6) 2026 after the infusion set came out during sleep. No further information available.